Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported following a percutaneous transluminal angioplasty (pta) with bilateral stent placement in the aorta-iliac arteries, a 6f angio-seal vip was used to seal the right femoral arteriotomy. Six days later, the patient complained of symptoms of right tibial artery occlusion. The next day (one week after the pta), an mr angiogram was performed and a vessel occlusion was confirmed. Two days after the mr angiogram, an embolectomy was performed and the angio-seal anchor was removed from the p2 segment of the right popliteal artery.